Manufacturer narrative:
We have received the actual device (tx microtip) for evaluation and testing to verify the reported complaint. Visual inspection of the returned device (tx microtip) confirmed the broken needle. The needle had separated at the braze joint which is the highest stress point along the length of the needle. There was no indication of damage to the sheath or contact with hard tissue. Due to the state in which the device was received, functional testing could not be performed. The immediate cause is likely material fatigue associated with and/or being caused by use error. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the reported information, while the doctor was performing a procedure of fasciotomy with a tenex handpiece (tx microtip), the doctor pulled the handpiece (tx microtip) out and noticed the broken needle. The broken piece was not logged inside the patient; for this reason, no intervention was required to remove the broken piece. There was no injury or harm to the patient caused by the failure.